Event description:
Information received indicates, the head section dropped, with a patient in the bed. The bed was located in the cardiac intensive care unit. The patient felt pain for more than one day. The patient did not require treatment; he was just startled when the head section dropped. The head section detached on the underside of the bed and it appears that one end of the head drive detached from the bed.

Manufacturer narrative:
The technician found that the hair pin/cotter pin came out of the actuator pin. The actuator pin backed out of the head section yoke, causing the head section to drop. The technician reinstalled the actuator pin to correct repair the bed.